Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device does not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker was able to duplicate and verify the reported issue. Investigation of the device found the white energy capacitor was disconnected from the j18 spade connector. This disconnect caused the failure to deliver defibrillation energy. Reconnecting the capacitor resolved the reported issue. This device was archived by stryker and the customer received a replacement device.